Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned for analysis. It was noted that the defib conductor was distorted and there was a tip seal problem.

Event description:
It was reported the rv lead was capped and replaced due to undersensing. No patient complications were reported as a result of this event. It was also reported that during the implant attempt, the screw on the 6947 lead failed to deploy. The lead was not implanted.